Event description:
Error message received on cryo console while catheter in the patient body. Message read fluid present in catheter. Catheter was removed from the body and did not result in any harm to the patient. Medtronic freezor xtra. Procedure was completed. Equipment was shut down and restarted without error present.